Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a pressure point under an electrode that was bleeding. There was no alleged device malfunction contributing to the wound. The patient¿s physician prescribed a wound cream for the wound. Follow up indicated that the wound improved.